Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had driveline disconnect alarm. On further examination, a driveline disconnect alarm was seen on (B)(6) 2023 at 12:13:56, accompanied with other alarms (com a fault, com b fault, pump stop, low flows, etc¿). Vad spoke with the nurse that was working with the patient on (B)(6) 2023. They reported that they did not unplug the driveline from the controller. They were in the middle of changing power sources when an alarm was heard, and they quickly re-plugged the power source (battery) back in. The patient had been in recovery, after a procedure, for 14 minutes when this event occurred. The log file confirmed the reporter pump stop/driveline disconnect events on (B)(6) 2023 at 12:13pm, which appears to be related to an electrostatic discharge (esd) event. The controller is performing as designed by immediately re-starting the pump. The pump was off for approximately 6 seconds during this reset. The log also captured a few sustain and unsustain low flow alarms with high pi on (B)(6) 2023 from 09:39-10:04am. The submitted event log files ((B)(4)) captured a driveline disconnect event that appeared consistent with a physical disconnection of the driveline. Additionally, the file did not capture a disconnection of 14 v batteries during or just after the driveline disconnect event. Related pump is reported under MFR# 2916596-2023-06222.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed by review of the submitted log file. The log file contained data spanning approximately 13 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). At 12:13:56 on (B)(6) 2023, a driveline disconnect alarm was observed. This driveline disconnect was associated with a pump stop, which will be addressed further under the investigation of the pump. The driveline disconnect alarm resolved at 12:14:03, when it appeared that the driveline was reconnected. The pump returned to a speed above the low speed limit within a few seconds, and no further atypical events were observed. Provided information for the event indicated that the nurse was in the middle of changing power sources when an alarm was heard, and the nurse quickly re-plugged the battery back in. It was noted that the controller was switched from the power module to 14v battery power at 11:36, about 38 minutes prior to the driveline disconnect alarm. There were no disconnections of battery power during or just after the driveline disconnect event. The heartmate 3 system controller (s/n: (B)(6) ) was not returned for analysis, and the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.